Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 currently down, screen is black, when it was prior to use. The display screen was intermittently turning white and black. There was no patient involved.